Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient was taken to the ER 2 years ago due to an abscess on her stomach. Patient was treated for the abscess in the ER; abscess was packed with medication and covered for one month. Patient was not admitted to the hospital. Patient was not wearing pump due to the abscess; does not remember how long she was off of the pump before going to the ER. Patient reported the abscess was due to the pump. Infusion sets in use at the time of the event are unknown. Requested return of the alleged pump for evaluation.